Event description:
It was reported that during a pulse generator change out procedure, the right ventricular lead exhibited low impedance and loss of capture. The lead was capped and replaced successfully. No patient symptoms were reported.

Manufacturer narrative:
.